Manufacturer narrative:
Corrected data: h6 (type of investigation code ¿4111¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that hd autoclavable camera head image anomaly was noted. During a standard service inspection of the customer returned device, image disturbance was noted due to cable failure was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, image disturbance was noted due to cable failure was observed. In addition, white scratches were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.